Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the occlusion by changing the cartridge and resuming insulin.